Event description:
It was reported that during a focal ablation procedure, the freezor catheter was able to deliver only one effective application, after which subsequent attempts triggered an system notice indicating obstruction in the refrigerant administration pathway. The frezzor catheter, electrical umbilical cable and coaxial umbilical cable were all replaced, without resolution. One effective application of 240 seconds was achieved, successfully addressing the arrhythmia, but further reinforcement applications could not be performed due to the system notice. The procedure was performed under general anesthesia, and the case was ultimately aborted. The physician performed a power on reset at the end of the procedure. Technical services and field service engineering were contacted, and a service visit was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction e1: initial reporter has been corrected. Correction g1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.